Manufacturer narrative:
Concomitant continued: product ID 4092-58 lead implanted: (B)(6) 2003.

Event description:
It was reported that a remote transmission indicated possible atrial lead undersensing on the current electrogram. The atrial lead remains in use. No patient complications have been reported as a result of this event.